Manufacturer narrative:
Received correction to sn. Previously reported on (B)(4) with MDR 3030677-2021-15312. No device problem found. No problem detected.

Event description:
It has been reported that the device is failing self-test.